Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels. Customer¿s bg level was 373 mg/dl. Customer alleged the pump to be the cause for ongoing elevated blood glucose levels. Reportedly, the customer reverted to an alternate pump for insulin delivery.